Event description:
Tsr alleged that the left and right siderails would not latch. Tech found the siderail arms worn. He replaced the siderail arms and d-pins to repair this bed. Tech stated that there was no injury from this alleged issue.